Manufacturer narrative:
The machine was evaluated by a fresenius medical care regional equipment specialist who found that the machine was working properly. The blood leak detector was found to be functioning as intended. The machine was calibrated as a precaution. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during pre-treatment, a speck of blood was seen in the dialyzer after the hansen connectors were placed onto the dialyzer ports. There was no patient connected to the machine at the time of the discovery.